Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals had loading issues. A new unit was used to complete the procedure. There were no pt effect. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly and the seal were rec'd inside the delivery tube, but not properly loaded. The seal was cracked along the second rim from the edge. It appeared that the seal had been placed into the delivery tube manually. The green slide lock and the white plunger were partially depressed on the delivery device. There was no evidence of blood on the device. Base upon the rec'd condition of the device, the reported complaint "seal had loading issues" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).